Event description:
It was reported that, surgeon explanted 9mm ps insert, reimplanted 16mm ps insert but damaged it. Implanted a second 16mm ps insert and had difficulty seating it. Posterior rim was damaged so the third 16mm ps insert was used/implanted successfully.

Manufacturer narrative:
Additional info has been requested and if received will be provided in a supplemental report. This is the same pt/event as MFR # 2249697-2012-01363, 2249697-2012-01364.